Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited noise after implant. Furthermore, the patient experienced pocket stimulation when paced in higher outputs. Boston scientific technical services (ts) discussed that there was no cause of pocket stimulation in a bipolar configuration. Ts then suggested that there might have been a possible insulation breach. Unipolar testing was then performed and patient still felt pocket stimulation. Ra thresholds were reprogrammed which resolved the issue. Several attempts to obtain additional information were unsuccessful. As of this moment, the lead remains in service. No adverse patient effects were reported. This supplemental report is being filed because the codes were updated.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited noise after implant. Furthermore, the patient experienced pocket stimulation when paced in higher outputs. Boston scientific technical services (ts) discussed that there was no cause of pocket stimulation in a bipolar configuration. Ts then suggested that there might have been a possible insulation breach. Unipolar testing was then performed and patient still felt pocket stimulation. Ra thresholds were reprogrammed which resolved the issue. Several attempts to obtain additional information were unsuccessful. As of this moment, the lead remains in service. No adverse patient effects were reported.